Manufacturer narrative:
Device was found to have a power issue. The mainboard was replaced. The device was retested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00094_ complaint (B)(4)) on (B)(6) 2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer complained that the pump had a screen visibility issue and powered itself off. No patient was involved in this case.